Manufacturer narrative:
This report represents the second pump exchange on (B)(6) 2016 whereby all implanted lvad components were exchanged. The referenced pump exchange on (B)(6) 2016 due to vad infection was reported under medwatch MFR report # 2916596-2016-01545. The referenced previous driveline infection was reported under medwatch MFR report # 2916596-2015-01103. (B)(4). Approximate age of the device - 17 days. The explanted device was retained by the hospital and would not be returned for analysis. No additional information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was initially implanted with a left ventricular assist device (lvad) on (B)(6) 2013. On (B)(6) 2016, the patient underwent a pump exchange due to lvad infection. At the time, only the lvad was exchanged and the other implanted components remained in use. Following the pump exchange on (B)(6) 2016, the patient experienced persistent fevers and positive cultures continued 2 weeks later. A decision was made to perform another pump exchange including all the implanted lvad components. The healthcare professionals reportedly felt that the best plan of care was to exchange all implanted parts as the patient had experienced a previously unreported cerebrovascular accident (cva) on an unspecified date. The patient was to be listed for a heart transplant before becoming too sick. The pump exchange was successfully performed on (B)(6) 2016. On (B)(6) 2016, a washout was performed and the chest was closed.

Manufacturer narrative:
No equipment was returned for evaluation. The specific cause for the reported event could not be determined. The patient remains ongoing on pump support following the pump exchange, and no further issues have been reported at this time. The instructions for use lists local, pump pocket, and driveline infection as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.